Event description:
A report was received that the patients charger was getting warm during charging and felt a burning sensation. The patient underwent a revision procedure wherein the ipg and lead was replacement was doing well postoperatively.